Manufacturer narrative:
Conclusion: the complaint for 'adverse event md/mdcp' for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability.

Event description:
Event verbatim [preferred term]: gelfoam for partial splenic embolization [off label use], constant splenic pain [abdominal pain upper], gelfoam for partial splenic embolization [device use issue], narrative: this is a literature report for the following literature source(s): "clinical application of kelp micro gelation (kmg) in partial splenic embolization", european review for medical and pharmacological sciences, 2018; vol:22, pgs:1776-1781. A patient (no qualifiers provided) received absorbable gelatin (gelfoam), for splenic artery embolisation. The patient's relevant medical history included: "hypersplenism" (unspecified if ongoing); "spleen enlargement" (unspecified if ongoing); "liver cirrhosis" (unspecified if ongoing); "leukopenia" (unspecified if ongoing); "thrombocytopenia" (unspecified if ongoing). The patient's concomitant medications were not reported. The following information was reported: off label use (medically significant, intervention required), outcome "unknown", device use issue (medically significant, intervention required), outcome "unknown", both described as "gelfoam for partial splenic embolization"; abdominal pain (medically significant, intervention required), outcome "unknown", described as "constant splenic pain". The patient underwent the following laboratory tests and procedures: computerised tomogram: unknown results; magnetic resonance imaging: unknown results; platelet count: unknown results; red blood cell count: unknown results; white blood cell count: unknown results. The action taken for absorbable gelatin was unknown. No follow-up attempts are possible. No further information is expected. Follow-up (11dec2023): this is a follow-up report from product quality complaint group providing the following investigation results: conclusion: the complaint for 'adverse event md/mdcp' for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability., comment: the events off label use, device use issue and abdominal pain are assessed as serious, associated with the product absorbable gelatin, and unlisted in the cds of the pfizer suspect product absorbable gelatin.

Event description:
Event verbatim [preferred term]: gelfoam for partial splenic embolization [off label use], constant splenic pain [abdominal pain], gelfoam for partial splenic embolization [device use issue]. Narrative: this is a literature report for the following literature source(s): "clinical application of kelp micro gelation (kmg) in partial splenic embolization", european review for medical and pharmacological sciences, 2018; vol:22, pgs:1776-1781. A patient (no qualifiers provided) received absorbable gelatin (gelfoam), for splenic artery embolisation. The patient's relevant medical history included: "hypersplenism" (unspecified if ongoing); "spleen enlargement" (unspecified if ongoing); "liver cirrhosis" (unspecified if ongoing); "leukopenia" (unspecified if ongoing); "thrombocytopenia" (unspecified if ongoing). The patient's concomitant medications were not reported. The following information was reported: off label use (medically significant, intervention required), outcome "unknown", device use issue (medically significant, intervention required), outcome "unknown", both described as "gelfoam for partial splenic embolization"; abdominal pain (medically significant, intervention required), outcome "unknown", described as "constant splenic pain". The patient underwent the following laboratory tests and procedures: computerised tomogram: unknown results; magnetic resonance imaging: unknown results; platelet count: unknown results; red blood cell count: unknown results; white blood cell count: unknown results. The action taken for absorbable gelatin was unknown. No follow-up attempts are possible. No further information is expected., comment: the events off label use, device use issue and abdominal pain are assessed as serious, associated with the product absorbable gelatin, and unlisted in the cds of the pfizer suspect product absorbable gelatin.